Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose and high blood glucose. The customer was high as 347 mg/dl and the low blood glucose level was 40 mg/dl. The customer was treated with food for low blood glucose. The current blood glucose value was 352 mg/dl. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer did not use auto mode. The insulin pump will not be returned for analysis.